Event description:
It was reported, "cr insert did not fully engage onto tibial baseplate. Thee was no soft tissue impingement. A cs bearing was available and used as a replacement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Hospital inadvertently threw away. If additional information becomes available, it will be submitted in a supplemental report.